Event description:
A facility reported a microsensor (ID 826633) was implanted on (B)(6) 2024. After the procedure, the physician found that a moderate amount of cerebrospinal fluid (csf) had leaked from the connector. Therefore, the physician removed the sensor and stop monitoring on (B)(6) 2024. The patient's current status is stable. The monitor used was icp express 220 volt (ID 826635) and the cable was icp express cable (ID 826636).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID 826633) was not returned for evaluation however, images were provided. Failure analysis - the images appear to be of an unused unit, identifying the area of alleged leakage. The report cannot be confirmed from the images provided. Root cause - a potential cause of the reported event may be related to connector damage occurring during preparation and/or use of the device.